Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st inr: 4.5; 2nd inr: 5.0; mean: 4.75; sd: 0.35; %cv: 7.44. Since 7.44% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio: 3.2; reference: 2.9; mean: 3.05; confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Conclusion: data analysis of mean and cv% calculations from test data provided by end-user revealed accuracy and precision criteria's were met. Pt's condition was not available. No product is expected to be returned. There is insufficient info to determine the root cause of customer's test result discrepancy. As of (B) (6) 2010, 3 discrepant result complaints were reported for lot #225937 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; 1st inratio: 4.5; 2nd inratio: 5.0. Correlation: date: (B) (6) 2010; inratio: 3.2; lab: 2.9.